Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2009. It was reported that she was unable to communicate with the device using two charging systems. Diagnostic tests were performed; however, no impedance issues were observed. The alleged charging issue was believed to the result of both the location and the implant depth of the ipg. Surgical intervention was undertaken to resolve this matter; at which time, the physician elected to replace the pt's ipg. The pt is reportedly receiving effective stimulation coverage since the procedure.